Event description:
Based on eval of photos, the wheel popped out as a result of stripped threads, not broken weld. Pt did fall when caster broken but did not sustain any injuries.

Manufacturer narrative:
From the eval, as the bolt worked loose from the leg, the continued use of the walker caused the inner threads of the leg to wear. Over time, the threads were worn to the point where the bolt and caster assembly became detached from the leg. A field action summary has been submitted to the FDA for recommended customer strategy.